Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. The left ventricular lead had elevated threshold. The lead polarity was reprogrammed and it remains in use. The patient was a participant in the (B)(6) registry study. No further patient complications have been reported as a result of this event.